Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 350 units of insulin. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl). At the time of the call, the customer's bg level was 357 mg/dl. To address the bg level, the customer delivered a correction bolus. Recommendation was made to change the infusion site. Tandem technical support was unable to perform troubleshooting for the reported events as the call was disconnected by the customer. Although requested, no further information was provided by the customer on the reported event.